Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone call, to report an unknown issue. During the call the customer was being unresponsive and wasn't responding. During the call it was noted the emergency medical services arrived. It seemed the medical services were attempting to get the customer to eat something. Call was disconnected abruptly. A follow up call was made to the customer on (B)(6) 2016, the customer then reported hadn't eaten and he was experiencing a low blood glucose of 18 mg/dl. Medical emergency services did arrive to his home and treated him with glucagon shot and food. After eating his blood glucose went up to 70 mg/dl. He wasn't admitted to a hospital, he was just treated at home. No troubleshooting was performed on the insulin pump. He is not returning the device for analysis.